Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. No timeouts or drive stalls were seen in the download data.

Event description:
It was reported the patients blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. No treatment was provided.